Event description:
It was reported by service report that the headboard was damaged with exposed sharp edges, the footend left siderail would not lock in the full up position, and the power cord outer insulation had a breech in it. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: damaged headboard; incorrect timing link had been installed on siderail.